Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on the data synchronization screen. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on data synchronization screen. A technical support specialist (tss) reported that remote access was established to the station and server, where the station was found stuck on the data synchronization screen with a download failure. The tss performed a database backup to the d drive, reviewed the server status which appeared as a false flag, and proceeded with a full synchronization of the station. The tss confirmed that the full synchronization completed successfully and matched with the server and noted that the customer confirmed resolution of the issue. The system functioned as intended after the technical support specialist troubleshot the device.